Event description:
Patient on tandem control iq system with a tandem pump and a dexcom cgm. The pump gave him an inappropriate autocorrect bolus dose that caused a severe low blood glucose level. The patient routinely lives alone and thus this episode could have been life threatening. However, he was visiting his parents in maine and they treated his severe low. I have many patients on this system and have never seen this happen. I have the tracing showing the pump giving the inappropriate autocorrect bolus dose that lead to the severe low. FDA safety report ID# (B)(4).